Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a call service alarm (cs 064) issue. Patient reported receiving multiple call service 064 alarms. Review of alarm history confirmed three call service 064 alarms within a four hour period. At the time of trouble shooting, patient rebooted the pump, went through the rewind/load/prime step and again received call service alarm 064. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/22/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/10/2014 with the following findings: visual inspection of the pump found no cosmetic damages. Investigation found multiple call service 064 alarms in the black box due to occlusion during prime. The pump powered up and functioned properly. Pump was exercised for 24 hours without incidents. Investigation was unable to duplicate the call service alarms complaints.